Event description:
Tibial subsidence is present in pt with a bicompartmental knee implant. Revision surgery is planned.

Manufacturer narrative:
Tibial subsidence is present in pt with a bicompartmental knee implant. Revision surgery is planned. It is believed that the pt's osteoporosis and history of chemotherapy treatment are contributing factors. Iduo g2 instructions for use states that osteoporosis is a contraindication and cautions that use of the device where progressive bone deterioration due to systemic pharmacological treatment is present may add to the risk of failure of the knee repair.